Event description:
Per trust study adverse event form, this system was removed due to infection. The hospital discarded the system. Setrox s 53, MDR 1028232-2009-0917. Linox sd 65/16, MDR 1028232-2009-0918.